Manufacturer narrative:
Final analysis of the pin connector found that the collets were prematurely locked in place. Only the four pin connectors were returned. As received, the collets on each end of the pin connector were fully deployed and locked into position. There were no catheter segments attached to either side of the pin connector. Additional visual inspection did not show any anomalies with the pin connector and collets. Each collet was unlocked and had a catheter placed onto the pin before re-locking the collet in place. The segment of test catheter was firmly locked into the pin connector. This showed that the pin connector and its collets performed normally when properly assembled. It is felt that most likely the collets had been prematurely deployed into their locked positions during attempted usage. Results was used to notate for "pin connector."

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Patient product ID: 8781, serial# (B)(4), product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported during surgery that there were problems with the pin connector. It was indicated after the connector was placed; the physician was able to pull apart both the proximal and distal catheter segments. It was stated that the pin connector would not hold either catheter. There were no patient symptoms reported. It was indicated that the event was resolved with a different connector. It was reported that the patient was doing well and receiving therapy. The drug delivered via pump was dilaudid.